Event description:
(B)(4). Dx at my yearly well woman exam, 10 weeks after essure insertion, with lichen sclerosus. My clitoral hood is almost completely fused. None of these issues were present upon insertion.

Event description:
#Medwatcher #followup1 #FDA mw5064147 #(B)(4). Essure removal on (B)(6) 2016 will f/u with results.